Manufacturer narrative:
(B)(4). Additional information: batch # l5331h. The analysis results showed that the cr40g cartridge was received in good visual conditions. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the contour device used in one or multiple firings to complete the distal transection? Was the pin set manually or automatically? Was the contour device difficult to close or fire? Was it the proximal or distal line of staples that successfully deployed? Did the staples have appropriate form? On the other staple line, did any staples deploy at all? What is the current patient status?

Event description:
It was reported by the affiliate that during a proctosigmoidectomy (resection of rectal tumor) procedure, once the dissection of tissue the surgeon puts the contour in the tissue for resection. Ultra-low passes the retainer pin and compresses the tissue, complete the activation of the trigger and the stapler staples only two lines of staple and blade does not advance a new contour is passed but definitely the fabric is very thick and the stapler does not reach to cover everything. The surgeon decides to use a yellow tlh60 and the patient is left with permanent colostomy as it failed to make the ultra-low resection. Two devices will be returned. Affiliate reference number: (B)(4).